Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the initial surgery, the methylene blue tests were negative, with no obvious leak. Eight days after the surgery, the patient contacted the surgeon to indicate that the patient had hematemesis or vomiting blood. The patient went to the emergency room, and an endoscopy was performed, showing suture dehiscence in the upper third sleeve. An attempt was made to install a prosthesis via endoscopic means, which was not successful, so the surgeon had to intervene via laparotomy to help the endoscopist with the installation of the prosthesis. Currently, the patient is alive, hospitalize in the clinic and stable. Extended hospitalization was for 27 days.